Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred after the start of hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. The dialyzer was no longer available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Event description:
A user facility reported a dialyzer blood leak occurred after the start of hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. The dialyzer was no longer available to be returned for manufacturer evaluation. Upon follow-up, the facility administrator (fa) stated an external blood leak occurred immediately when blood hit the dialyzer during the patient's hemodialysis (hd) treatment. The fa stated the blood leak was visually noted at both sides n the hanson. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood was visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were three other complaints reported against the lot. All three complaints address internal blood leaks, with two having no samples returned and one being confirmed to be due to a delamination. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: a1, a2, a#, a4, b5, d10 concomitant medical product, h6 device component code

Event description:
A user facility reported a dialyzer blood leak occurred after the start of hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. The dialyzer was no longer available to be returned for manufacturer evaluation. Upon follow-up, the facility administrator (fa) stated an external blood leak occurred immediately when blood hit the dialyzer during the patient's hemodialysis (hd) treatment. The fa stated the blood leak was visually noted at both sides n the hanson. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood was visually observed. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation.